Event description:
I experienced pain and disability over a period of 2-3 years as the result of the wear and possibly a reaction to a metal-on-metal hip prosthesis implanted in 2003. My blood metal levels of cobalt and chromium were very high. I also experienced cardiac arrhythmia recent onset, generalized inflammatory reaction, severe skin itching, split nails, hair loss, extreme fatigue, headaches and cognitive changes. The prosthesis was removed and replaced on (B)(6) 2011 at (B)(6). The surgeon said the medical device manufacturer will report the "failure" to the FDA and he would not report. But the manufacturer would not report the additional problems I have experienced which I believe to be related to the high level of metal ions in my blood and the related organ toxicity. Therefore, I am filing this report. If I had been aware that this device could cause such problems, I would have been saved years of chronic pain and inability to walk plus other complications. I doubt I would have agreed to the implant but I was never consulted about the type of implant. There was also a local inflammation which the surgeon described as gray tissue that was the immediate alleged cause of my leg pain and disability. Reason for use: avascular necrosis right hip.